Event description:
It was reported during an open cholecystectomy the staples rocked out of the incision. The case was completed with the same skin stapler (pmw35). There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49271. Ees #.980831/j. H6; staples showed signs of being fired into a hard object. Proximate proximate plus md skin stapler: based upon the inquiry info received and the visual examination, it was concluded that the returned staples showed signs of being fired onto a hard object. The instrument was returned in good physical condition. The instrument was cycled, fired, fed, and formed the staples within design specification.